Event description:
During the shunt pta treatment procedure, the talon balloon dilatation catheter exhibited slow deflation. The device was advanced to the target lesion and inflated without difficulty. Following successful treatment of the lesion slow balloon deflation was encountered. The balloon was successfully deflated and removed from the patient. No patient injuries or complications were reported. The patient's status was reported as 'good'.